Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did observe occurrences of defib lead fault warnings indicating that a valid patient impedance was not detected through the pads. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. The accessories used at the time of the reported event were not returned for evaluation, therefore, we are unable to determine the true root cause. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.